Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. Reportedly, the customer's basal rate settings needed to be adjusted. Bg was treated via consumption of carbohydrates. Customer called paramedics for assistance, however, no treatment was received as customer's blood glucose level rose to 135 mg/dl when paramedics arrived. No additional information was available.